Event description:
Cable tensioner failed to tense the cable. Dr switched to back-up in the set. Inspection showed tension clamps were stuck in the open position. This is the third time for this instrument to fail to operate. There was no adverse consequence for the pt.